Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the provided medical records were reviewed. However, they do not aid in the clinical investigation as they precede the reported events. Therefore, based on insufficient information, no further medical assessment cannot be performed at this time. Should any additional relevant clinical information be provided, this complaint would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes could be alignment, fit/size of device used, wear or lifetime of device used. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that patient underwent medically-indicated revision of the r3 system left hip on (B)(6) 2019. The patient revision surgery was performed due to pops, hip friction, hip sticking, and reduced range of motion in her left hip joint. The liner and femoral head were explanted during the procedure. The patient was transferred to the recovery room in good condition.

Manufacturer narrative:
Internal complaint reference number: case (B)(4).

Event description:
*Us legal* it was reported that patient underwent medically-indicated revision of the r3 system left hip on (B)(6) 2019. The patient revision surgery was performed due to pops, hip friction, hip sticking, and reduced range of motion in her left hip joint. The patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Medical device problem code the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that based on the information provided, the clinical root cause of the reported pops, hip friction and sticking, and reduced range of motion in her left hip joint is related to the shifted liner. However, it is unclear if the patient¿s awkward position while bending is a contributing factor to the liner¿s shift in position. The surgeon indicated the wear seen on the femoral head was secondary to its articulating at the level of the acetabulum. The impact to the patient beyond that which has already been reported cannot be determined. No further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 24 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that pain, decrease range of motion, squeaking, clicking, popping, grating, or grinding noises has been identified as a postoperative precautions that may indicate position changes in the components which may compromise the durability of the implants. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, excessive forces, abnormal loading, alignment or fit/size. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6: health effect-clinical code